Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider who reported that the cause of the pump flipping 180 degrees since implant was weight loss of 50+ pounds. The cause of the catheter kink was due to weight loss causing the pump flip. The actions and interventions taken to resolve the pump flipping and the catheter kink was the patient was scheduled for catheter replacement in the near future. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8731sc, serial (B)(4), implanted: (B)(6) 2010, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone and bupivacaine via an implanted pump. The indication for pump use was chronic low back pain, non-malignant pain, and spinal pain. On (B)(6) 2017 it was reported that since implant, the pump stuck out because it ¿flips 180 degrees¿. The patient had lost (B)(6) pounds in the last year and it had gotten worse since she lost the weight. She stated that she wears spandex because the pump sticks out. In the last 3 months, the patient had more pain. They had increased the medication each time and it did not help. The last time was a 5% increase after which the pump was delivering hydromorphone (10 mg/ml at 1.952 mg/day) and bupivacaine (40 mg/ml at 7.808 mg/day) in simple continuous mode. On (B)(6) 2017, an MRI confirmed that the catheter was kinked. The patient was going to have surgery. No further complications have been reported as a result of this event.